Event description:
Reprise IV study it was reported that valve thrombosis occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject received loading dose of 325 mg of aspirin. A lotus introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 27 mm lotus edge valve. Of note, no conduction disturbance was noted post bav. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Two days later, the subject was discharged on aspirin and clopidogrel. Twenty eight (28) days post index procedure, the subject complained of worsening dyspnea. It was noted that post discharge from the index procedure, the subject felt improvement in dyspnea which however worsened gradually over time. There was concern for valve thrombosis. Two days later, computed tomography angiography of the chest was performed which confirmed valvular thrombosis with significant valvular dysfunction. The event was treated medically. The subject was on previous medication of eliquis. The subject was prescribed coumadin. The subject reported less shortness of breath when compared to last week and denied any chest pain or pressure. No lightheadedness or dizziness was observed. The subject was recommended to resume aspirin after the echo becomes stable and to continue with warfarin with goal of international normalized ratio (inr) of 2.5-3 with coumadin clinic imaging. Follow-up was recommended to perform an echocardiogram in one month and if the echo report is stable then to follow-up in 2.5-3 months. The event was not resolved. It was further reported that twenty eight (28) days post index procedure, physical examination revealed a 3/6 heart murmur. The subject was on aspirin and clopidogrel, which was switched to eliquis. (B)(4) days post index procedure, 4d computed tomography revealed well-seated aortic bioprosthesis with abnormal leaflets. The right coronary cusp leaflet was completely thrombosed and immobile; the left coronary cusp leaflet was partially thrombosed with decreased mobility; the non coronary cusp leaflet appeared normal with normal mobility. (B)(4) days post index procedure, the event was considered resolved with residual effects.

Manufacturer narrative:
B5- describe event or problem: updated with additional information.

Event description:
(B)(6) study: it was reported that valve thrombosis occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject received loading dose of 325 mg of aspirin. A lotus introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 27 mm lotus edge valve. Of note, no conduction disturbance was noted post bav. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Two days later, the subject was discharged on aspirin and clopidogrel. Twenty eight (28) days post index procedure, the subject complained of worsening dyspnea. It was noted that post discharge from the index procedure, the subject felt improvement in dyspnea which however worsened gradually over time. There was concern for valve thrombosis. Two days later, computed tomography angiography of the chest was performed which confirmed valvular thrombosis with significant valvular dysfunction. The event was treated medically. The subject was on previous medication of eliquis. The subject was prescribed coumadin. The subject reported less shortness of breath when compared to last week and denied any chest pain or pressure. No lightheadedness or dizziness was observed. The subject was recommended to resume aspirin after the echo becomes stable and to continue with warfarin with goal of international normalized ratio (inr) of 2.5-3 with coumadin clinic imaging. Follow-up was recommended to perform an echocardiogram in one month and if the echo report is stable then to follow-up in 2.5-3 months. The event was not resolved.